Manufacturer narrative:
(B)(4). The actual device is not available for return; however, the customer provided three photos for analysis. The first image shows a guide wire whose core wire separated and unraveled from the coil wire from the distal end. The second and third images show photos of the product lidstock. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "nintinol epc wire sheared". No patient injury or harm was reported. The patient's condition is reported as fine.

Event description:
It was reported "nintinol epc wire sheared". No patient injury or harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).